Event description:
The customer reported that incorrect values were being transmitted by their intellibridge system ec40.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that incorrect values were being transmitted by their intellibridge system ec40. The device was in use on a patient. There was no report of patient or user harm.